Event description:
It was reported that when they removed the ground pad, there was complete bruising where the adhesive portion of the ground pad had been. A sequential compression device (thigh length sleeve) was used over the top of the ground pad.